Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombosis and death occurred. A synergy coronary drug-eluting stent was implanted and the patient experienced acute stent thrombosis. The procedure was completed and the patient went t-holding, however the patient perished.